Event description:
Literature was reviewed regarding two cases of pseudoaneurysm of ascending aorta following cardiac surgery. The case involving medtronic product is summarized in the paragraph below. Case 2: the patient previously underwent double valve replacement with medtronic hall mechanical valves (21 mm aortic valve and 24 mm mitral valve). Two years after the surgery, the patient presented with chest pain on exertion and an echocardiogram exhibited mean mitral gradient of 4 mmhg and mean aortic gradient of 12 mmhg. The authors noted a pseudoaneurysm arising from the ascending aorta, prompting a computed tomography angiogram, which showed the pseudoaneurysm with a narrow neck from the ascending aorta and origin 46 mm from the aortic annulus and 20 mm from the right coronary artery. Consequently, a non-medtronic occluder device was percutaneously deployed, occluding the pseudoaneurysm neck with ¿disks on either side.¿ afterward, aortic root angiogram showed no residual flow, with good flow in the coronaries. Imaging conducted at the two-month follow-up showed no residual pseudoaneurysm sac and mean aortic gradient of 12 mmhg. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: agarwal m, ray m, pallavi m, et al. Device occlusion of pseudoaneurysm of ascending aorta. Ann pediatr cardiol. 2011;4(2): 195-199. Doi:10.4103/0974-2069.84675 earliest date of publication used for date of event: july 01, 2011 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.